Event description:
The patient contacted animas alleging that the subject insulin pump delivered 6.8 units of insulin that she did not program. The reported incident occurred approximately 3 hours before she contacted animas. There were no allegations of harm or injury. This complaint is being reported because the reported issue was not resolved with troubleshooting conducted with customer service. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box and bolus history verify a 6.8 unit bolus on (B)(6) 2011 at 11:27am. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. A 24 hour duration test was performed; no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.